Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm. The pump had intermittent button response due to corroded keypad traces. There was no scrolling numbers anomaly. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that he jumped into the pool with the pump on. The customer stated that the pump seemed to be functioning properly and there was fog under the screen but no water. He stated that he took out the battery and reservoir to get the water out. He stated that he received the battery out limit alarm while trying to set the time and date and the pump was scrolling on its own. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.